Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The home patient (hp) was not connected at the time of the alarm. The home patient started the initial drain and was not connected. The hp connected to the patient line after the alarm. The technical service representative had the hp cycle the power on the device until the alarm cleared. The technical service representative advised hp to start over with new supplies. Proper procedures were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Starting the initial drain on the homechoice without the patient line being connected is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.